Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.0/1.5/074 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model and size lens and the problem was resolved. Cause reported as device. Device failed to perform as intended.